Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead was far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.